Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: this sulu was the first cartridge in use of this pt. Before the surgeon closed the jaw of sulu, he found the pin over the cartridge fell into pt cavity. The surgeon retrieved the pin with a grasper. Surgery time was extended by more than 30 minutes.